Event description:
Patient presents for a left leg artery peripheral intervention. During attempts to cross the occluded left superficial artery the radiopaque tip from a catheter call the spex 18 sheared off.